Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the patient had pain immediately after deployment of the starclose se device. After the procedure, the patient's blood pressure decreased. Abdominal pain increased and the patient had a rigid abdomen. IV fluids were given and the patient was rushed to the x-ray department for emergency x-ray. X-ray detected 1500 ml of blood in the abdomen. The patient was returned to radiology and a covered stent was used to stop the bleeding. The patient was hospitalized for an additional day. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information indicated that the device was discarded and is not available for evaluation. Estimated date of event on initial medwatch report (actual date not provided). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to filing of the initial medwatch report, reportedly, the starclose se device "misfired."